Event description:
The customer reported questionable free thyroxine (ft4) results. The customer indicated erroneous ft4 results were reported outside of the laboratory. The date of event is not known. The customer indicated the initial ft4 results were "> 100". The repeat results on a different roche analyzer were "normal." The specific results were requested but not provided. The samples being run were primary samples. It is not known how many patient samples were impacted by this event. No adverse events were reported. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer indicated that there were questionable ft4 results for 7 patient samples. Of the 7 patient samples, erroneous results for 2 patient samples were reported outside of the laboratory. The customer indicated that date of event, should be (B)(6) 2015. The customer indicated that date received by manufacturer, should be (B)(4) 2015. Patient 2 date of birth is (B)(6) 1972. The patient is a (B)(6) year old female. The field service representative found a tip in the reagent. A probe was replaced and adjusted. Gripper adjustments were checked. Multiple system checks were performed and were found to be ok. No additional events were reported after this action was completed. The instrument works within specification.